Event description:
Same case as MDR ID#: 2134265-2013-05437. It was reported that during a balloon angioplasty treatment procedure, removal difficulty and a balloon separation occurred. The ¿tightly" stenosed target lesion was located in the superficial femoral artery. A 20/300cm v-18 guide wire was used to cross over the bifurcation and a 3x150mm sterling sl balloon catheter was advanced over the wire for predilation. Upon deflation the physician tried to remove the balloon catheter, however, the balloon wouldn't move. It was noted that there was a kink of the v-18 guide wire. The physician exchanged the v-18 guide wire for another unspecified guide wire. He then tried to remove the balloon over the new wire, however, the balloon would not "budge". The physician pulled the balloon with force and the balloon separated from the shaft and remained in the patient no attempt was made at retrieval. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).